Event description:
It was reported that the catheter tubing set was damaged and leaking and the catheter had clotting/char on it. During an ablation procedure with an intellanav mifi open-irrigated ablation catheter, the catheter broke at the tubing part, which involved less irrigation and created a blood clot at the distal part. No patient adverse events occurred.

Manufacturer narrative:
The device was returned for analysis. The irrigation tubing was torn at the proximal (narrowest) side of the adhesive joint securing the tubing to the luer fitting. Dried body fluid found on the handle, shaft and distal end. Dried saline found on the distal end and inside several irrigation ports.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that the catheter tubing set was damaged and leaking and the catheter had clotting/char on it. During an ablation procedure with an intellanav mifi open-irrigated ablation catheter, the catheter broke at the tubing part, which involved less irrigation and created a blood clot at the distal part. No patient adverse events occurred.